Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button has been intermittently unresponsive for the (B)(6). He noted that the ok button symbol is worn, and that the buttons still spring back as expected when pressed. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to cleaning products; and stated that the patient wears the pump on her waist in a pouch.